Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation (the left essure micro-insert had perforated her fallopian tube) in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe lower abdominal pain/cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), rash papular ("skin rashes and bumps/itching"), skin discolouration ("changes in skin color"), dry skin ("dry skin"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), dental caries ("tooth decay"), fatigue ("chronic fatigue"), arthralgia ("hip pain / joint pain"), anxiety ("anxiety"), onychoclasis ("brittle nails"), vision blurred ("blurry vision"), dry eye ("dry eyes"), abdominal distension ("abdominal bloating/distention"), weight increased ("weight gain"), pelvic discomfort ("pelvic pressure"), vulvovaginal pain ("severe pain in vaginal cuff"), hypoaesthesia ("numbness and tingling in hands and feet"), paraesthesia ("numbness and tingling in hands and feet"), peripheral swelling ("swelling of hands and feet"), insomnia ("insomnia"), incontinence ("incontinence") ,vaginal discharge ("vaginal discharge"), hot flush ("hot flashes"), depression ("depression"). The patient was treated with surgery (total hysterectomy and left salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, back pain, dyspareunia, migraine, rash papular, skin discolouration, dry skin, alopecia, dysgeusia, dental caries, fatigue, arthralgia, anxiety, onychoclasism, vision blurred, dry eye, abdominal distension, weight increased, pelvic discomfort, vulvovaginal pain, hypoaesthesia, paraesthesia, peripheral swelling, insomnia, incontinence, vaginal discharge, hot flush and depression outcome was unknown. The reporter considered fallopian tube perforation , pelvic pain, abdominal pain lower, back pain, dyspareunia, migraine, rash papular, skin discolouration, dry skin, alopecia, dysgeusia, dental caries, fatigue, arthralgia, anxiety, onychoclasism, vision blurred, abdominal distension, dry eye, weight increased, pelvic discomfort, vulvovaginal pain, hypoaesthesia, paraesthesia, peripheral swelling, insomnia, incontinence, vaginal discharge, hot flush and depression to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and left salpingectomy, during which her uterus, cervix, and left fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated her fallopian tube/perforation(fallopian tube)"), device breakage ("device breakage /it brke off in my uterus"), device expulsion ("half of essure was free floating in uterus") and uterine perforation ("my coil punctured my fallopian tube and uterus") in a 42-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy ((B)(6) 1996), miscarriage (summer 1991) and salpingectomy (1996). Concurrent conditions included pelvic pain, postmenopausal syndrome, hypercalcemia, uterine prolapse, uterine prolapse, seasonal allergy and parity 2. Concomitant products included ibuprofen and pamprin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 18 days after insertion of essure, the patient experienced dry skin ("dry skin"), alopecia ("hair loss"), pruritus ("itchy skin") and rash ("rash on face,chest and neck"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/migraines"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), dry eye ("dry eyes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) -2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash papular ("skin rashes and bumps/itching"), skin discolouration ("changes in skin color"), dysgeusia ("metal taste in mouth"), dental caries ("tooth decay"), arthralgia ("hip pain / joint pain/wrist pain"), onychoclasis ("brittle nails"), abdominal distension ("abdominal bloating/distention"), weight increased ("weight gain"), pelvic discomfort ("pelvic pressure"), vulvovaginal pain ("severe pain in vaginal cuff"), hypoaesthesia ("numbness and tingling in hands and feet"), paraesthesia ("numbness and tingling in hands and feet"), peripheral swelling ("swelling of hands and feet"), insomnia ("insomnia"), incontinence ("incontinence"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder pain"), stress ("stress") and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and left salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, back pain, dyspareunia, migraine, rash papular, skin discolouration, dry skin, alopecia, dysgeusia, dental caries, fatigue, arthralgia, anxiety, onychoclasis, vision blurred, dry eye, abdominal distension, weight increased, pelvic discomfort, vulvovaginal pain, hypoaesthesia, paraesthesia, peripheral swelling, insomnia, incontinence, vaginal discharge, hot flush, depression, bladder disorder, urinary tract disorder, pruritus, rash, tooth disorder, headache, musculoskeletal pain and stress had resolved and the uterine perforation outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, device breakage, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypoaesthesia, incontinence, insomnia, migraine, musculoskeletal pain, onychoclasis, paraesthesia, pelvic discomfort, peripheral swelling, pruritus, rash, rash papular, skin discolouration, stress, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and left salpingectomy, during which her uterus, cervix, and left fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. On (B)(6) 2016, plaintiff met with physician to go over the results of her ultrasound and to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain,dyspareunia,stress,incontinence most recent follow-up information incorporated above includes: on 7-jun-2018: this case was social media. Patient¿s concomitant condition was added. Essure start date was updated from (B)(6) 2013. Uterine perforation was added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated her fallopian tube/perforation(fallopian tube)"), uterine perforation ("my coil punctured my fallopian tube and uterus"), device breakage ("device breakage /it brke off in my uterus") and device expulsion ("half of essure was free floating in uterus") in a 42-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy ((B)(6) 1996), miscarriage (summer 1991) and salpingectomy (1996). Concurrent conditions included pelvic pain, postmenopausal syndrome, hypercalcemia, uterine prolapse, uterine prolapse, seasonal allergy and parity 2. Concomitant products included ibuprofen and pamprin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 18 days after insertion of essure, the patient experienced dry skin ("dry skin"), alopecia ("hair loss"), pruritus ("itchy skin") and rash ("rash on face,chest and neck"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/migraines"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), dry eye ("dry eyes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash papular ("skin rashes and bumps/itching"), skin discolouration ("changes in skin color"), dysgeusia ("metal taste in mouth"), dental caries ("tooth decay"), arthralgia ("hip pain / joint pain/wrist pain"), onychoclasis ("brittle nails"), abdominal distension ("abdominal bloating/distention"), weight increased ("weight gain"), pelvic discomfort ("pelvic pressure"), vulvovaginal pain ("severe pain in vaginal cuff"), hypoaesthesia ("numbness and tingling in hands and feet"), paraesthesia ("numbness and tingling in hands and feet"), peripheral swelling ("swelling of hands and feet"), insomnia ("insomnia"), incontinence ("incontinence"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder pain") and stress ("stress"). The patient was treated with surgery (total hysterectomy and left salpingectomy on (B)(6) 2016), surgery (total hysterectomy and left salpingectomy on (B)(6) 2016), surgery (total hysterectomy and left salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and left salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, back pain, dyspareunia, migraine, rash papular, skin discolouration, dry skin, alopecia, dysgeusia, dental caries, fatigue, arthralgia, anxiety, onychoclasis, vision blurred, dry eye, abdominal distension, weight increased, pelvic discomfort, vulvovaginal pain, hypoaesthesia, paraesthesia, peripheral swelling, insomnia, incontinence, vaginal discharge, hot flush, depression, bladder disorder, urinary tract disorder, pruritus, rash, tooth disorder, headache, musculoskeletal pain and stress had resolved and the uterine perforation outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, device breakage, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypoaesthesia, incontinence, insomnia, migraine, musculoskeletal pain, onychoclasis, paraesthesia, pelvic discomfort, peripheral swelling, pruritus, rash, rash papular, skin discolouration, stress, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and left salpingectomy, during which her uterus, cervix, and left fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. On (B)(6) 2016, plaintiff met with physician to go over the results of her ultrasound and to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain,dyspareunia,stress,incontinence . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left essure micro-insert had perforated her fallopian tube/perforation(fallopian tube)'), uterine perforation ('my coil punctured my fallopian tube and uterus'), device breakage ('device breakage /it brke off in my uterus') and device expulsion ('half of essure was free floating in uterus') in a 42-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy ((B)(6) 1996), miscarriage (summer 1991) and salpingectomy (1996). Concurrent conditions included pelvic pain, postmenopausal syndrome, hypercalcemia, uterine prolapse, uterine prolapse, seasonal allergy and parity 2. Concomitant products included ibuprofen and mepyramine maleate;pamabrom;paracetamol (pamprin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dry skin ("dry skin"), alopecia ("hair loss"), pruritus ("itchy skin") and rash ("rash on face,chest and neck"), 3 months 18 days after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/migraines"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), dry eye ("dry eyes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash papular ("skin rashes and bumps/itching"), skin discolouration ("changes in skin color"), dysgeusia ("metal taste in mouth"), dental caries ("tooth decay"), arthralgia ("hip pain / joint pain/wrist pain"), onychoclasis ("brittle nails"), abdominal distension ("abdominal bloating/distention"), pelvic discomfort ("pelvic pressure"), vulvovaginal pain ("severe pain in vaginal cuff"), hypoaesthesia ("numbness and tingling in hands and feet"), paraesthesia ("numbness and tingling in hands and feet"), peripheral swelling ("swelling of hands and feet"), insomnia ("insomnia"), incontinence ("incontinence"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder pain"), stress ("stress"), inflammation ("inflammation "), loss of libido ("lack of desire to have sex"), tooth loss ("tooth loss"), amnesia ("memory loss") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and left salpingectomy on(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, back pain, dyspareunia, migraine, rash papular, skin discolouration, dry skin, alopecia, dysgeusia, dental caries, fatigue, arthralgia, anxiety, onychoclasis, vision blurred, dry eye, abdominal distension, weight increased, pelvic discomfort, vulvovaginal pain, hypoaesthesia, paraesthesia, peripheral swelling, insomnia, incontinence, vaginal discharge, hot flush, depression, bladder disorder, urinary tract disorder, pruritus, rash, tooth disorder, headache, musculoskeletal pain and stress had resolved and the uterine perforation, inflammation, loss of libido, tooth loss, amnesia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, device breakage, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hot flush, hypoaesthesia, incontinence, inflammation, insomnia, loss of libido, migraine, musculoskeletal pain, onychoclasis, paraesthesia, pelvic discomfort, peripheral swelling, pruritus, rash, rash papular, skin discolouration, stress, tooth disorder, tooth loss, urinary tract disorder, uterine perforation, vaginal discharge, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and left salpingectomy, during which her uterus, cervix, and left fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) : results: confirming full occlusion of fallopian tubes.. Diagnostic results: on (B)(6) 2016, plaintiff met with physician to go over the results of her ultrasound and to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, stress, incontinence. The following information was received from social media inflammation, lack of desire to have sex, tooth loss, memory loss, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- inflammation, lack of desire to have sex, tooth loss, memory loss, brain fog. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the left essure micro-insert had perforated her fallopian tube/perforation(fallopian tube)"), device breakage ("device breakage") and device expulsion ("half of essure was free floating in uterus") in a 42-year-old female patient who had essure (batch no. A57121) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy (B)(6) 1996, miscarriage (summer 1991) and salpingectomy (1996). Concomitant products included ibuprofen and pamprin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 23 days after insertion of essure, the patient experienced dry skin ("dry skin"), alopecia ("hair loss"), pruritus ("itchy skin") and rash ("rash on face,chest and neck"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/migraines"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), dry eye ("dry eyes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and headache ("headaches"). On (B)(6) 2016, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash papular ("skin rashes and bumps/itching"), skin discolouration ("changes in skin color"), dysgeusia ("metal taste in mouth"), dental caries ("tooth decay"), arthralgia ("hip pain / joint pain/wrist pain"), onychoclasis ("brittle nails"), abdominal distension ("abdominal bloating/distention"), weight increased ("weight gain"), pelvic discomfort ("pelvic pressure"), vulvovaginal pain ("severe pain in vaginal cuff"), hypoaesthesia ("numbness and tingling in hands and feet"), paraesthesia ("numbness and tingling in hands and feet"), peripheral swelling ("swelling of hands and feet"), insomnia ("insomnia"), incontinence ("incontinence"), hot flush ("hot flashes"), musculoskeletal pain ("shoulder pain") and stress ("stress"). The patient was treated with surgery (total hysterectomy and left salpingectomy on (B)(6) 2016), surgery (total hysterectomy and left salpingectomy on (B)(6) 2016) and surgery (total hysterectomy and left salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, back pain, dyspareunia, migraine, rash papular, skin discolouration, dry skin, alopecia, dysgeusia, dental caries, fatigue, arthralgia, anxiety, onychoclasis, vision blurred, dry eye, abdominal distension, weight increased, pelvic discomfort, vulvovaginal pain, hypoaesthesia, paraesthesia, peripheral swelling, insomnia, incontinence, vaginal discharge, hot flush, depression, bladder disorder, urinary tract disorder, pruritus, rash, tooth disorder, headache, musculoskeletal pain and stress had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, dental caries, depression, device breakage, device expulsion, dry eye, dry skin, dysgeusia, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypoaesthesia, incontinence, insomnia, migraine, musculoskeletal pain, onychoclasis, paraesthesia, pelvic discomfort, peripheral swelling, pruritus, rash, rash papular, skin discolouration, stress, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a total hysterectomy and left salpingectomy, during which her uterus, cervix, and left fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. On (B)(6) 2016, plaintiff met with physician to go over the results of her ultrasound and to discuss various treatment options, including the possibility of having surgery to remove the essure micro-inserts. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events extracted per pfs: bladder or urinary problems or changes, itchy skin, rash on face, neck and chest, dental problems, device breakage, headache, shoulder pain, stress, essure was free floating in uterus. Lot number, historical condition, concomitant drugs were also added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.